Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. E3: occupation: cath lab tech. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: post left heart cath (lhc), 10 cc of air was attempted to be placed into the tr band; however, the band would not hold air upon inflation and immediately deflated. They were unable to identify where the leak was coming from. A second tr band was pulled and utilized to obtain hemostasis. 10cc of air was attempted; however, the device immediately deflated. Hemostasis was achieved with a third band out of a new box with different lot number. The patient was stable, and there was no significant blood loss. The device was not manipulated before use in any way - pre-use or during storage. No noticeable damage to device. Tr band was stored on shelf in the box in the lab. Lhc was diagnostic only.